Manufacturer narrative:
Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may have prevented the event: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. During inspection and testing of the returned device, the customer's allegation of the bending section was loose was confirmed and was due to a loose connection between the bending section and connecting tube being detached. Due to deformation of the water nozzle. Additionally, following events were found and are as follows: (a.) Due to wear of angle wire, bending angle in the up direction does not meet the standard value, (b.) Due to wear of angle wire, the play of the up/down knob is out of the standard value, (c.) Due to a dent on the bending tube, bending angle in the up direction exceeds the standard value, (d.) Adhesive on the bending section cover or distal end had a chip, (e.) The connecting tube had a dent, (f.) The connecting tube had discoloration, (g.) The connecting tube had a wrinkle, (h.) The scope connector cover unit had a scratch, (I.) The scope connector had a scratch, (j.) The protector of the universal cord on the scope connector side had a scratch, (k.) The universal cord had a scratch, (l.) The grip had a scratch, (m.) The connecting tube had discoloration, (n.) The lock engagement lever had a scratch, (o.) The lock engagement knob had a scratch, (p.) The up/down knob had a scratch, (q.) The right/ left knob had a scratch, (r.) And the switch box had a scratch. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had looseness between curves. It is unknown when the event took place. There was no patient injury associated with the event. During inspection, the device was found to have foreign matter within the nozzle. This report is being submitted for the malfunction found during the device evaluation.